Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger / slider was blocked and jammed. Therefore, the reported condition was confirmed. It was further observed that the trigger was locked and the motor had too little power. An assignable root cause could not be determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the trigger got stuck on the battery reamer drill device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.